Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had an asthma attack while in the post-anesthesia care unit following the permanent implant procedure on (B)(6)2017. The patient stopped breathing and began seizing. The patient was hospitalized due to the need of intubation. Follow-up revealed the asthma attack was due to bronchial spasms. X-rays were taken but did not reveal any anomalies. Stimulation was turned and the patient is doing well now.